Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of a large hem-o-lok clip applier instrument would not close with the clip in place. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary. The incident occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The jaw would not close on tissue. A back-up clip applier was used with no problem. The issue was related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip. The issue was not related to unsuccessful clip application. The issue was not related to the clip opening after closure of the clip. They were using large purple hem-o-lok clips. The vessel or tissue bundle was not greater than the specified diameter of 13mm suggested in the IFU. The issue occurred at the first clip application. The issue was resolved after using a backup. The instrument has been returned. There are no photos and/or videos of this event available for isi review. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken input disk. Input disk #7 was found completely detached from the base of the housing. Additional observation related to customer reported complaint: the instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in 3 of 3 attempts.